Event description:
The nurse of a male pt contacted lifecor customer support to report that the pt was experiencing "adjust belt" alarms. Support had the nurse check the electrodes. The alarms continued. Support sent a pt service representative (psr) to the pt to diagnosis the problem. The psr created a manual recording and download, which revealed noise on both channels. Support had the psr exchange the pt's electrode belt.

Manufacturer narrative:
Device eval summary: device eval electrode belt has been completed. The reported problem was confirmed. The cause of the noise was a damaged wire in ECG c. There was a cold solder inside the ECG node. The damaged ECG would not allow the electrode belt to read correctly. The root cause of the damaged ECG wire cannot be confirmed, but looked to due strain placed on the cable during normal wear and tear. The damaged electrode belt was repaired and restocked. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.